Event description:
It was reported that the device showed no disposable pump alarm using cassette from lot . No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Device manufacturing date: 05-apr-2011.